Event description:
The physician decided to remove the ventilation tubes that had been in place for six yrs during an office visit. One tube was removed without incident. The second tube seemed brittle to the physician and the pt was taken to the operating room to remove the tube.